Event description:
It was reported that the patient experienced fluid loss issues with an inflatable penile prosthesis (ipp), after years of working. The device was explanted and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.